Event description:
As reported by the user facility: the pump malfunctioned, triggering a continuous "occlusion" alarm even though no actual occlusion was present. Vasopressin was still being administered, and fortunately, it takes a while to dissipate. This allowed us to increase the norepinephrine dosage while we replaced the vasopressin pump. The faulty pump has been taken out of service.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Issue reported could not be identified nor confirm due to no sample returned.